Event description:
True nsvt with atrial undersening noted. Longest episode 23 beats duration. Ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).